Manufacturer narrative:
No malfunction suspected. The end user reported leaning forward in the power wheelchair to reach an item and fell. The end user reported not wearing the seat belt. Hoveround's owner's manual warns "to reduce the chance of serious injury ..., or falling from the power wheelchair, keep yourself properly positioned in the seat: do not reach over the back of the chair or lean excessively forward or sideways." And "[a]lways use the seat belt."

Event description:
While sitting in the power wheelchair, the end user leaned forward out of the chair to reach an item and fell. The end user was not wearing the seat belt.

Manufacturer narrative:
Evaluation of the power wheelchair revealed no malfunction. The end user was leaning out of the power wheelchair and was not wearing the seat belt. Hoveround's owner's manual warns "to reduce the chance of serious injury or falling from the power wheelchair, keep yourself properly positioned in the seat: do not reach over the back of the chair or lean excessively forward or sideways." And "[a]lways use the seat belt."

Event description:
While sitting in the power wheelchair, the end user leaned forward out of the chair to reach an item and fell. The end user was not wearing the seat belt.